Event description:
It was reported the patient presented after a transcatheter aortic valve replacement (tavr) procedure. Upon interrogation, it was discovered the right ventricular leadless pacemaker (lp) exhibited a drop in pacing impedance and an increased capture threshold. A microdislodgement was the suspected cause. During revision, the helix on the lp was sprung. The lp was explanted and replaced. The patient was in stable condition.